Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: otw xience v ((B)(4)); vessel closure: angio-seal. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2010, the patient underwent stenting in the predilated proximal right coronary artery (rca) with one 3.5 x 28 xience v stent, in the predilated mid rca with two xience v stents sizes 3.5 x 15 and 3.5 x 12, and in the predilated distal rca with two xience v stents sizes 2.5 x 18 and 3.0 x 23. On (B)(6) 2010, the patient experienced unstable angina at rest and with minimal exertion. The patient underwent percutaneous coronary intervention in the index proximal rca with an additional drug eluting stent and in the non-target posterior descending artery with angioplasty only. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.